Manufacturer narrative:
The insulin pump had blank display due to battery tube connector not plugged in properly. The pump was unable to test for failed battery test alarm or battery icon anomaly due to blank display. The pump had scratched display window, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated that the contacts on the battery cap are not missing or damaged. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did return. The customer will be sent a replacement pump.